Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error as well as low battery alerts. The customer's blood glucose level was 50 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
No button error alarm was noted. However, the pump had intermittent button response due to moisture damage on the keypad traces. The pump was received with normal operating currents. No unexpected low battery alarms were noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had minor scratches on the display window and a cracked reservoir tube lip.